Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Macroscopic examination confirms the two acp bone screws are fractured approximately ~2-3 threads below the screw head. The broken off portion of the screws is missing as received and not returned for analysis. Optical examination did not identify material surface defect around fracture surface that could contribute to crack propagation. Microscopic examination of fracture surfaces reveals a quasi-brittle fracture, with a sheer lip. The fracture surface has been damaged to the point that the surface does not provide additional clues. Key dimensional specifications of the screw were measured and found to conform to print specification.

Event description:
It was reported that the patient underwent a posterior lumbar fusion surgical procedure. It was reported that sometime post-op two screws were found to be broken. The patient underwent a revision surgery to remove the broken screws and replace them with larger screws and bone cement. No additional patient complications were reported.